Event description:
It was reported that the pt has had swelling. She has had an MRI and was told by her surgeon that the MRI showed a pseudotumor and that she will need a revision.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.